Event description:
The hospital reported that during the evh procedure, the harvester noticed a piece of white metal/plastic similar to zip tie material that was inside his tunnel. The harvester removed the material using the hemopro 2 cautery wand jaws. They remarked that there was no other material besides the hp2 device that had been in the tunnel so they concluded the material came from the hp2 device itself. The device was set aside and a new device opened and the procedure completed without additional issue. No harm was done to the patient. No significant delay in procedure time.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
N/a.

Manufacturer narrative:
(B)(4). Updated sections: b4, g3, g6, h2, h3, h6, h11. Corrected section: h6-patient code changed to 2687.